Manufacturer narrative:
The actual device has been returned. (B)(4) evaluated the device and the reported condition was confirmed. The findings revealed that this event was due to normal wear and tear over time. If additional information should become available, a supplemental report will be sent accordingly

Event description:
It was reported that during pre-surgery, the attachment would "not attach to the motor." There was no patient harm, adverse outcome or injury alleged. An identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.